Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) recommended device replacement. This pacemaker remains in service as of now. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) recommended device replacement. This pacemaker remains in service as of now. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) recommended device replacement. This pacemaker remains in service as of now. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis. Analysis was performed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was interrogated and found to be operating in safety mode and memory corruption was identified. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing; battery lab found a depleted cell with no battery related failure, however, despite analysis, the root cause of the corrupted memory, and reversion to safety mode could not be determined.